Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, the following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Asset: 8100 pump module 9.1.17.7. Case description: customer trying download the error log from pcu, and 8100. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer trying download the error log from pcu, and 8100. Customer notices that information for the start/end date range between 05jan2019 to 21mar2019 does not populate for the error log download. Last event detail observed shows error 240.4150 on 05jan2019. I inquired, if the customer had the 8015 pc unit that the alarm message produced with 8100. He replied, they only sent the 8100 module for service. I let him know therefore, most the event log details are stored with the pcu (which he now understood why a lot of the information is missing between (B)(6) 2019). He then recognized the pcu he used to test, does not have history of operation for the 8100. Retest of the device in system maintenance, did not replicate any errors (passed ail, and analog sensors test). Customer will call back if they have any further concerns.